Event description:
Voluntary medwatch received states that the right ventricle (rv) lead exhibited over sensing. No intervention or programming changes were reported. No patient condition was reported.